Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00089. The device is being returned to conmed but has not yet been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported "during surgery, v-care was used and the cups came off the shaft of the device and had to be retrieved (all pieces have been retrieved). "